Event description:
It was reported that a white particle was observed in a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified during an unknown process step during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: may 16, 2021 - may 18, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.